Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate therapies due to oversensing. X-ray revealed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.